Event description:
It was reported that the screw was implanted using the flexible screwdriver. Screw was damaged when removing the inserter. Re-inserted the 4.0 x 10 mm screw and completed the procedure.

Event description:
It was reported that the screw was implanted using the flexible screwdriver. Screw was damaged when removing the inserter. Re-inserted the 4.0 x 10 mm screw and completed the procedure.